Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer kept receiving sensor error and change sensor messages. Customer stated that the sensor was not reading correctly. Customer's sensor glucose reading was 80 mg/dl, but customer's blood glucose level was 300 mg/dl. Customer also had a threshold suspend alarm and a bad sensor alert. Customer was advised to change the sensor. Sensor will be replaced. Differences between sensor glucose and blood glucose readings were not within an acceptable range. Transmitter passed test plug procedure. Customer was assisted with their password on carelink. Customer was explained to calibrate when their blood glucose level is most stable. No further assistance needed.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.